Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air was continuously drawn in from the valve of the sheath. When then the varipulse catheter was removed from the vizigo short and the octaray was inserted, air was continuously drawn in from the valve of the vizigo sheath. The issue was resolved by replacing the vizigo sheath with another new one. After that, the procedure was successfully completed. There was no patient consequence. Additional information was received indicating no air was introduced into the patient. No medical intervention was required. No needle was used. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air was continuously drawn in from the valve of the sheath. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The air flows back reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).